Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/13/2020.

Event description:
The customer reported that the battery is not charging. There was no patient involvement. Technical support advised the customer to replace the power supply.

Manufacturer narrative:
G4: 30jan2020. B4: 31jan2020. The customer reported that replacing the power supply resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.